Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the patient experienced hypoglycemia due to an inaccurate delivery issue. Reportedly, on an unspecified date the patient¿s blood glucose reading was at 36 mg/dl with no associated symptoms reported. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly discontinued pump therapy without any recent adjustments to the pump settings. Review of potential inaccurate delivery issues determined that all basal deliveries were correct and as programmed. No information was provided regarding bolus deliveries. Review of potential causes for perceived inaccurate delivery and potential causes for bg issues did not identify any assignable cause. Trouble shooting was unable to resolve the reported issue. This complaint is being reported because the patient experienced severe hypoglycemia related to an alleged inaccurate delivery issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.